Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine interrogation of this pacemaker in clinic the field representative inadvertently turned off the pacemaker. The patient passed out. Technical services advised the pacemaker is functioning as intended at this time. Additional information from field confirmed that a field representative did perform the device check in question with the patient and the physician. A normal automatic threshold test was performed in which the patient was symptomatic, lightheaded and dizzy. However, both the physician and field representative confirmed the patient did not pass out during the device check and the device was not turned off as this was expected function during threshold testing. There was not concern of lead or device malfunction, and both the attending field representative and physician confirmed that no malfunction occurred. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine interrogation of this pacemaker in clinic the field representative inadvertently turned off the pacemaker. The patient passed out. Technical services advised the pacemaker is functioning as intended at this time. Additional information has been requested but not received at this time. The pacemaker remains in service. No additional adverse patient effects were reported.